Event description:
It was reported that a loss of telemetry monitoring occurred for up to 16 patients for approximately 15 minutes. The unexpected system shut down was due to a presumed central processing unit fan failure. No alternative monitoring was established. The apexpro telemetry system was restarted which restored monitoring until the system could be properly shut down for service. There were no patient injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.